Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 132 mg/dl. Customer stated that the alarm occurred during prime. Troubleshooting was performed. Insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set and the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.